Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/22/2015 with the following findings: evaluation revealed that the keypad intact, no peeling. All keys are responding appropriately. No contamination was found under key contacts. There was no evidence of moisture or loose components inside pump. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on (B)(4) 2014.